Manufacturer narrative:
Correction to the initial MDR in fields describe event or problem and event problem and evaluation codes.

Event description:
A report was received that the patient was experiencing pain at the ipg site. No further course of action was taken.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.